Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified a crease fold and an opening. The device was found to be underweight. A microscopic analysis was performed which identify sharp crease opening on the radius and non-penetrating nick. Based on the device analysis the final assessment is a sharp crease opening on radius assessed as fold flaw opening and non-penetrating nicks. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.